Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. A repeat of the same sample was run on an alternate instrument and a negative result was obtained. Patient treatment was altered on the basis of the elevated result; a cardiac catheterization was performed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result or cardiac catheterization.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is hm chrome contamination. A siemens healthcare diagnostics field service engineer (fse) was dispatched to the site to perform appropriate maintenance procedures. The instrument is performing within specifications. No further evaluation of the device is required.